Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument and performed a device evaluation. Failure analysis replicated/confirmed the customer reported complaint. The mcs instrument was found to have broken tube extension at the distal end and no pieces were missing. The distal tip is dislodged from being properly attached to the tube extension, however, no cables are damaged. The cables are keeping the distal end and tube extension intact with one another. No in-house functional testing could be performed due to the condition of the instrument (cannot fit through cannula). The root cause of the broken instrument tube extension is typically attributed to mishandling/misuse. A review of the instrument log for the mcs instrument (470179-19/ k12211206-0463) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 8 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the mcs had damaged orange insulation, a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported during a da vinci-assisted total hysterectomy ¿ malignant procedure, the 8mm monopolar curved scissor (mcs) instrument was not working correctly. The customer attempted to remove the instrument however, it would not release from the arm. The customer used the instrument release kit to remove the instrument. The procedure was completed with no report of patient injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29th march 2022: the mcs instrument was inspected prior to use and no issues were noted during set-up. The instrument was inserted and the surgeon could not get the mcs to turn initially. The instrument stuck inside the cannula and both were removed with the instrument release kit. The instrument was not stuck on tissue and no harm was noted to the patient. The tip accessory was removed and visual inspection revealed the orange insulation of the mcs instrument looked damaged.